Event description:
It was reported that the user¿s blood glucose ran high when the user repeatedly removed the ilet insulin pump, and the family elected to discontinue use and return the device after working with clinical support and declining additional training. Symptoms included hyperglycemia with readings reported over 600 mg/dl, vomiting, and large ketones. Outcomes included self-management with backup subcutaneous insulin administered by a caregiver, without professional medical intervention or hospitalization. Investigation included review of user feedback and troubleshooting and education by support staff, with confirmation of continuous connection for at least 30 days. Investigation of this case revealed user-initiated disconnections rather than device malfunction, with no alerts or alarms reported from the device. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.